Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user reported a smoky smell in an arctic sun device but they were unable to verify that. Also stated the control panel boots to a screen that says bitlocker recovery. Per additional information updated from (B)(6) on 05may2025, biomed requesting a quote to send their device in for evaluation and repair. Biomed thinks the device may have a short, it had a smokey smell. Biomed provided s/n: (B)(6). Per biomed, device did turn on and no message appears.

Event description:
It was reported that the user reported a smoky smell in an arctic sun device, but they were unable to verify that. Also stated the control panel boots to a screen that says bitlocker recovery. Per additional information updated from ttm on 05may2025, biomed requesting a quote to send their device in for evaluation and repair. Biomed thinks the device may have a short, it had a smoky smell. Biomed provided s/n (B)(6). Per biomed, device did turn on and no message appears. Per sample evaluation results received via task on 19dec2025, it was reported that the tank seals found to be worn/torn during servicing.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty power supply. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the arctic sun device has a smoky smell, smoky smell is confirmed. Power supply was replaced. It was reported that the control panel boots to a screen that says bitlocker recovery. Tank seals were found to be worn/torn. 2000-hour pm was performed. Reported issue could not be reproduced. Tank seals were replaced. Serviced of the circulation pump, mixing pump, replaced the evaporator outlet tube, replaced the double-bend tube, replaced the heater and its foam and the manifold o-rings were replaced. Unit was cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.